Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 456 mg/dl. Customer will be treated with shot once wife arrives at work. Customer declined troubleshooting for high blood glucose because he didn't have enough time and was at work with no set changed.